Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code. There was no reported impact to the customer's blood glucose (bg) level due to the malfunction code. Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur. The contact reported that the customer had a low bg earlier in the day as a bolus of insulin was delivered for food and the customer ended up not eating as he did not like that particular type of food. The low bg was address with food.